Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to her inability to charge the stimulator. Patient tried a different charging system (puck, base station, and plug in) and was still not able to get any charge. The ipg has been out of battery since january, and patient did not have therapy since then. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient reported recovering well, with no abnormal findings or complications noted.

Manufacturer narrative:
B3: estimated based on ai, where they stated it started on january.